Manufacturer narrative:
(B)(4).

Event description:
It was reported by the ER physician that the patient was "morphine overdosed, overmedicated". The symptoms included altered mental status. The patient was reported to be in the ICU and was administered narcan. The known drugs infused via the pump included dilaudid at 6.8mg/day. History of recent refills, or reprogrammings were unknown. It was later reported that the patient had changed state and was not seen by her earlier physician since (B)(6) 2007.